Event description:
Subsequent to the initial medwatch report, the additional information was provided: while positioning cds0602-xtr 90226u195 and cds0602-xtr 90226u146 in the medial position, the devices were curved more than 90 degrees.

Manufacturer narrative:
Device codes: 2017 labeled. Internal file number - (B)(4). Device code 2017 - failure to follow steps/instructions. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified did not indicate a lot-specific quality issue. In this case, it was reported that while positioning devices in the medial position, the devices were curved more than 90 degrees. It should be noted that the mitraclip ntr/xtr instructions for use (IFU) warns, do not deflect the sleeve tip more than 90 degrees as device damage may occur. Use of damaged product may result in cardiac injury. All available information was investigated and a definitive cause for the reported difficulty removing the gripper line in this incident could not be determined. The reported improper or incorrect use appears to be related to the user not following steps as per the IFU (the device was curved more than 90 degrees). There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This report is filed as the gripper line was difficult to remove. It was reported that this was a mitraclip procedure for degenerative mitral regurgitation (mr) grade 4. Patient presented with a prolapsed posterior leaflet 2 (p2) and posterior leaflet 3 (p3) with a flail. The first clip delivery system (cds0602-xtr 90226u195) grasped the leaflets without difficulty. During deployment, the gripper line was unable to be removed. The mitraclip was re-opened and repositioned. During repositioning, the clip caught chordae. Standard troubleshooting was performed and the clip was freed from the chordae. Following, while slowly removing the gripper line, the line broke. The clip remained stable and well seated at the intended area of implantation. Reportedly, there was no tissue damage. A second clip (cds0602-xtr 90226u146) grasped the leaflets without reported issues. While testing the gripper line, immediate resistance was encountered. Despite resistance, the gripper line was removed and deployment continued. The clip remained stable and well seated at the intended area. The mr was reduced to grade 3. There was no clinically significant delay. Reportedly, the patient was in good condition post-procedure. On (B)(6) 2019 the patient's condition declined due to pre-existing renal decompensation. Per physician, the renal decompensation is unrelated to the device. There was no device related adverse patient effect reported.